Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the lead exhibited p wave amplitude variation and under sensing. No intervention was performed, and lead is being monitored. Patient condition was stable.